Event description:
First implant was placed in a tibial baseplate, and the dr did not like the way implant fit on baseplate. The insert seemed to be springing up and down and not tight in baseplate. He therefore implanted another one. There was no adverse consequence for the pt or dealy in surgery or anesthesia time.